Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell and struck the edge of a table on (B)(6) 2016 on the contralateral side. The parent reported however that hearing percept and speech with the device had been getting worse prior to the accident. The patient's hearing performance has been affected significantly due to disabled channels.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by minute device mobility from repeated external mechanical impacts on the device that led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient fell and struck the edge of a table on (B)(6) 2016 on the contralateral side. The parent reported however that hearing percept and speech with the device had been getting worse prior to the accident. The patient's hearing performance has been affected significantly due to disabled channels. The patient was re-implanted.